Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/23/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim with discolored text. Unrelated to the complaint, the down arrow keypad button was unresponsive to user presses; all other keypad buttons responded properly. No damage to the keypad cover was found. The keypad cover was removed, and contamination was found under all button contacts. Additionally, the bolus button cover was torn; however, the button responded properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).